Event description:
It was reported that episodes of noise were observed on the device. The device was reprogrammed. The patient was stable and will continue to be monitored. There were no adverse consequences.